Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal lioresal (unknown concentration) at 109 mcg/day via an implantable pump. The indication for use was not reported. It was reported that a motor stall occurred on (B)(6) 2019, and the patient was admitted to the emergency room 4-5 days after with symptoms of altered level of consciousness and more spasms. The patient was put on oral baclofen. However, the patient was still altered. Therefore, they stopped the oral baclofen. The hcp was currently providing the patient gabapentin and ativan. No further complications were reported.